Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between march 13-14, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed speck of white drug residue located at the blue winged luer cap which suggested leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the ¿pump cap¿. The leak was identified prior use by the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.